Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unspecified product performance issue. A new s-ICD was successfully implanted and no additional adverse patient effects were reported. Attempts to obtain additional information are being made and the report will be updated if additional information is received.